Event description:
Country of complaint: (B)(6). Needle bent upon second puncture during suturing.

Manufacturer narrative:
U.s. Reporting agent notified on :(B)(6) 2015. Manufacturing site eval: eval on-going.

Manufacturer narrative:
Manufacturing site evaluation: there are no previous complaints of this code batch; (B)(4) units of this code batch were manufactured and distributed, there are no units in OEM stock. Received 20 closed samples and 2 opened samples. One of the open samples received is used and there are marks of the needle holder in the bent area of needle tip. The needle tip area is a weak part of the needle and it is indicated in the instructions for use. The needles of the closed samples received were tested for bending strength and the results fulfill the specifications of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive action: not applicable.